Manufacturer narrative:
Continuation of concomitant: dvbc3d1 ICD, implanted (B)(6) 2017.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing and high-rate non-sustained episodes. Follow-up with the patient's clinic indicated that no intervention occurred. The lead remains in use. No patient complications have been reported as a result of this event.